Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the patient cable of the mobile power unit being loose near the power cable connectors and the battery door of the mobile power unit being cracked was confirmed via analysis of the returned unit. The mobile power unit (mpu) (serial number (B)(4). Was returned and evaluated at the european distribution center. During the evaluation, the unit was observed and the rubber encasing of the patient cable was observed to be loose and the housing was observed to be damaged, confirming the reported event. A power on/off inspection was completed, and the system booted up as intended. The patient cable, battery door, and foot were replaced with known working components, and preventative maintenance was performed on the unit. The system underwent a full functional checkout and passed all steps without issue. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate mobile power unit (serial#: (B)(4). Was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook under section 6 caring for the equipment¿ describes how to care for all equipment, including the power module patient cable. Section 10, entitled safety checklists, provides checklists to assist the patient in performing routine maintenance, including inspecting the patient cable and housing. Heartmate 3 instructions for use under section 8 equipment storage and care and heartmate ii patient handbook section 6 entitled caring for the equipment addresses how to properly care for, maintain, and store the equipment for proper use, including the patient cable. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient cable of the mobile power unit (mpu) was loose near the connectors. The battery door of the mpu was also cracked.